Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to verify no delivery/occlusion alarm, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.